Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- device code changed to 2930. The device was returned to the factory for evaluation on 01/17/2025. An investigation was conducted on 02/11/2025. A visual inspection was conducted. There was some blood and clinical use observed on the btt. There were no visual defects observed on the intact blunt trocar tip (btt). No shavings was observed or returned. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates" was not confirmed. The lot # 3000344886 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 accessory pack plastic part came off and was left inside the patients leg but was able to retrieve the item. A new device was used to complete the procedure. There was a 10 minute delay.